Event description:
It was reported that during an extracorporeal shock wave lithotripsy (eswl) procedure, the basket was inoperable. The stone was located in an unspecified ureter. The 7fr stone cone retrieval basket was advanced to the stone, however, the basket was unable to open. The device was removed and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine.